Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving m orphine drug (25mg/ml at 11 mg/ day) via an implantable pump for non-malignant pain indications for use. It was reported that the pump start beeping even thou it was refilled. The pump was refilled on 2025-02-24. They made an appointment to read the pump tomorrow at the physician office. The issue was not resolved. Additional information was received from a helathcare provider (hcp) via a company representative (rep) stated that the patient had a refill on 2025-02-24 and low reservoir alarm was occurring at that time and the patient was still hearing the alarm after refill. The agent reviewed issue with version 2 software if there is a motor stall recovery alert as well the alarm needs to be silenced manually. It was confirmed that there was an active alarm on the home screen. The agent reviewed how to silence and update the pump. It was confirmed that there was no active alarm showing after update.